Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman truseal access system with the dilator outside of the sheath. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (flattened/slight delamination) and sheath kinks located 31cm and 54cm. The damage to the sheath was an area that was slightly flattened. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned in the laa and a watchman laa closure device and delivery system (wds) was inserted into the was and connected. The closure device was deployed, but did not extend properly, so it was recaptured. The patient's heart rate decreased and the transesophageal echocardiogram (tee) was checked. A pericardial effusion occurred and a perforation was suspected. A pericardiocentesis was performed, but did not resolve the pericardial effusion, so a thoracotomy was performed. The perforation was confirmed and the was and wds were removed from the patient just before suturing. The laa was removed surgically. The patient was then discharged to the intensive care unit. After review of the cine imaging, it was noticed that the was advanced into the tip of the laa when the was and wds were snapped together which most likely caused the perforation. It was further reported that the closure device was partially recaptured when it did not extend properly. A slight effusion was confirmed prior to the implant procedure. Prior to the procedure, the tee measured the effusion 0.74cm. During the procedure, the tee measured the effusion 1.0cm. A perforation at the laa was confirmed during open chest surgery; however, it was unknown when the perforation occurred. The patient had rehabilitation after the procedure and was discharged on (B)(6) 2019.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned in the laa and a watchman laa closure device and delivery system (wds) was inserted into the was and connected. The closure device was deployed, but did not extend properly, so it was recaptured. The patient's heart rate decreased and the transesophageal echocardiogram (tee) was checked. A pericardial effusion occurred and a perforation was suspected. A pericardiocentesis was performed, but did not resolve the pericardial effusion, so a thoracotomy was performed. The perforation was confirmed and the was and wds were removed from the patient just before suturing. The laa was removed surgically. The patient was then discharged to the intensive care unit. After review of the cine imaging, it was noticed that the was advanced into the tip of the laa when the was and wds were snapped together which most likely caused the perforation. It was further reported that the closure device was partially recaptured when it did not extend properly. A slight effusion was confirmed prior to the implant procedure. Prior to the procedure, the tee measured the effusion 0.74cm. During the procedure, the tee measured the effusion 1.0cm. A perforation at the laa was confirmed during open chest surgery; however, it was unknown when the perforation occurred. The patient had rehabilitation after the procedure and was discharged on (B)(6) 2019.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned in the laa and a watchman laa closure device and delivery system (wds) was inserted into the was and connected. The closure device was deployed, but did not extend properly, so it was recaptured. The patient's heart rate decreased and the transesophageal echocardiogram (tee) was checked. A pericardial effusion occurred and a perforation was suspected. A pericardiocentesis was performed, but did not resolve the pericardial effusion, so a thoracotomy was performed. The perforation was confirmed and the was and wds were removed from the patient just before suturing. The laa was removed surgically. The patient was then discharged to the intensive care unit. After review of the cine imaging, it was noticed that the was advanced into the tip of the laa when the was and wds were snapped together which most likely caused the perforation.